Event description:
The download of a male pt revealed several "battery pack fault" flags. Further research revealed a few "battery runtime expired" flags as well. Lifecor customer support contacted the pt. The pt stated that sometimes the sys would shut down on him. He also stated that when he removed the battery pack it was hot to touch. He stated that after it cooled off it would charge normally. He stated that he felt that battery pack was working fine and that is why he did not contact customer support. Support sent the pt a replacement battery pack. Support tried numerous times to get this battery pack back. After ninety days the pt was sent a bill. The pt contacted customer support on 02/07/2008 to return the battery pack.

Manufacturer narrative:
Battery pack - 07/2006. Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the "battery charger fault" flag and the "battery pack fault" led was due to defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probable due to excessive discharging. Many "battery runtime expired" flags were seen on the download. This meant that the battery pack was used for greater than 24 hrs. This means that the pt continued to use a depleted battery for hrs after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.